Event description:
It was reported that the patient had been hospitalized on (B)(6) 2026 with diabetic ketoacidosis while wearing the pod on their arm for between 4 and 24 hours. The patient's blood glucose levels (bg) were reported to be high. The patient mentioned they kept giving themselves bolus, but bgs were not coming down and got to the point that it was just reading ¿high¿. Symptoms reported include dazed; patient felt ¿out of it¿. Patient was treated with insulin, potassium, magnesium and intravenous fluids. Additionally, it was mentioned after the patient received insulin; their bg level was at 390 mg/dl. The pod was removed at the hospital. The patient was discharged from the hospital the following day on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.